Event description:
It was reported that during a da vinci s surgical procedure, the wires were observed to be sticking out at the tip of the large suturecut needle driver instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cable is derailed on the distal clevis ear that caused the wire to stick out. The cable derailment is likely due to the cable losing contact with the pulley during wrist articulation. Engineering evaluation found that the same grip cable is frayed at the distal idler pulley. The frayed strands stick out at the wrist. The other cables at the wrist are not damaged. The instrument also exhibits various scratch marks with light material removal, suggesting the instrument collisions or rough handling occurred. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.